Event description:
The complainant reported that: the patient had been improving, and the clinical team was planning to discontinue extracorporeal membrane oxygenation and the circulatory support pump. However, upon arrival to assess the patient, a stroke protocol had been activated due to the sudden appearance of an asymmetrically enlarged right pupil following removal of extracorporeal membrane oxygenation support. The nurse reported episodes of ventricular tachycardia and elevated blood pressure, after which the circulatory support pump was reduced to its lowest performance setting. The interventional cardiology team was at the bedside removing the left femoral circulatory support pump. Due to the patient¿s critical condition, further laboratory testing could not be collected at that time, and the plan was to proceed with brain imaging. Additional information was expected to be obtained once clinically feasible. The patient survived removal of the device. No further details regarding device performance or product return were available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.